Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was typically in the 30 to 40 mg/dl range. Customer advised they called 911 twice over a year ago due to patient being passed out. Customer declined to speak about their low blood glucose incidents any further and advised they feel fine. Customer declined to fully document the 911 calls.